Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date the patient's blood glucose reading was over 300 mg/dl with symptoms of dehydration, polydipsia, polyuria, nausea and drowsiness. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. The reporter stated that there was an inaccurate delivery issue with the pump. Customer technical support agent reviewed the basal and bolus delivery and determined that they were correct and as programmed. Review of potential causes for blood glucose issues and potential causes for perceived inaccurate delivery issues did not identify any assignable causes. Troubleshooting was unable to resolve the reported inaccurate delivery issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2015 device evaluation: the pump has been returned and evaluated by product analysis on 09/09/2015 with the following findings: on investigation, the reported inaccurate delivery issue was not verified in the black box or duplicate in the evaluation. Reviews of the black box data found the last bolus was delivered one day after the complaint date. A couple of delivery interruptions were noted. A replace cartridge alarm occurred three days before the complaint date and delivery was resumed about an hour and forty five minutes later. A power-on-reset event occurred a day after the complaint date and delivery was resumed a little over half an hour later. The total daily delivery added up correctly and reflected the user¿s basal program. Using the returned caps the pump powered up and functioned properly. The pump delivery accuracy was within specifications. The rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. Normal and audio bolus were delivered and recorded correctly.